Event description:
It was reported that a cartridge alarm occurred during insulin delivery resulting in a blood glucose (bg) level of "high." Customer went to the emergency room and was subsequently hospitalized. Treatment in hospital included intravenous fluids of saline and insulin which successfully resolved the bg. Customer was released from the hospital the next day with no permanent damage sustained. Customer reverted to an alternate method of insulin therapy.